Event description:
The lifecor pt services rep (psr) of a female pt contacted lifecor customer support to report that the pt had contacted her because the screen went blank after replacing the battery pack. Support called the pt and the pt stated that she had tried both battery packs. Neither will power up the monitor. Support had the psr replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damage connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor.